Event description:
Related manufacturer reference number: 2017865-2022-01489. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial and right ventricular lead exhibited high threshold and low impedance. It was also noted that atrial lead was not sensing p-wave appropriately. Both leads were repositioned on (B)(6) 2022. The patient was stable.